Manufacturer narrative:
Based on information provided, it cannot be determined if the alleged event of the patient's wound area turning "purple" is related to activ.a.c.¿ therapy system. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: the wound area had turned "purple," and the patient was going to the hospital. No additional information has been provided. On jan 17 2018, the device passed quality control (qc) checks and met specifications before placement with the patient. On (B)(6) 2018, the device was placed with the patient. On (B)(6) 2018, the device was tested by kci quality engineering per qc procedures and met specifications. Review of the event logs showed the patient did not receive active therapy for 11 hours due to the unit being off. Although there were three battery critical alarms prior to the unit being off on (B)(6) 2018 there was no evidence of a malfunction with the device or battery. The device remained with the patient until returned to kci on (B)(6) 2018. Inspection and testing of the device did not reveal any evidence of a malfunction with the unit.